Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) alarm on the homechoice (hc) device during dwell 4 of 5, while the hp was connected. During troubleshooting with the technical service representative (tsr), nothing was found that could have caused or contributed to the alarm. The tsr had the hp cycle the power on the hc device to clear the alarm. The tsr also had the hp disconnect using aseptic technique and remove the cassette. It is unknown if or how the hp completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.